Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the maryland bipolar forceps instrument was marked as broken, but no information sheet was filled out. Seems like the instrument pieces do not fully come together. There was no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.